Event description:
It was reported that the customer experienced a high blood glucose level of 400 mg/dl. The customer lowered her blood glucose level with a manual injection. She also received a no delivery alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).